Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pu lling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately following the implant procedure, the right atrial (ra) lead was noted to be ventricular sensing on the electrograms (egm) while the pocket was being sutured. The ra lead was found to have dislodged. The lead was stretched in an attempt to reposition and was ultimately explanted and replaced. No patient complications have been reported as a result of this event.